Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intravia empty container where it was hard to remove the alaris primary pump set spike from the port on the bags in between IV infusions was confirmed during visual inspection of the samples. During the visual inspection it was confirmed that the two units had broken ports, the ports were ripped from the bags. The assignable root cause of the reported condition is unknown. No repairs were performed since this is a single use device. A batch review cannot be performed since there was no lot number provided. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter of an intravia empty container where it was hard to remove alaris primary pump set spike from the port on the bags in between IV infusions. The entire port was ripped from the bag and remained on the IV set spike. The nurse did confirm she had tried to use the proper technique of twisting-pulling to remove the spike from the bag. No patient injury or medical intervention was reported with this event. No further information is available.